Manufacturer narrative:
The pump user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date was inaccurate resulting in the incorrect personal profiles being activated. Customer acknowledged unintentionally setting the pump time and date to the date prior instead of the current date. Customer's blood glucose ranged between 25-26 mg/dl. Although requested, customer declined to provide additional information regarding event. Reportedly, the customer received more training on pump usage to address the issue.